Event description:
Pt needed emergent heart cath. Right coronary artery had distal disease which was attempted to be stented. Stent came off balloon, attemtped to snare stent: unsuccessful. Stent deployed in med-rca. Three add'l stents deployed to keep rca open. Pt continued to have st elevation following completion of procedure.